Event description:
Spontaneous call received from infusion rn reporting a pump malfunction. Curlin 6000 cms serial number (B)(4), expiration date 04/21/2021. Rn received error code motor stalled. Rn changed batteries, received the same error code: motor stalled. Advised rn to use ac adapter for infusion. Infusion was started with ac adapter. No sideeffects reported from pump malfunction. Patient currently infusing using ac adapter. Sending patient a new pump. No additional information or dates available. Reported to (B)(6) by health professional.